Event description:
The procedure was abandoned and initially reported on manufacturer report number 3006705815-2021-00104.

Manufacturer narrative:
The device was not returned for evaluation. An alternate lead kit was used to complete the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a trial procedure on (B)(6) 2020 the steering cap came detached from lead while attempting to place it.